Event description:
It was reported that an external blood leak was observed from the pressure sensor of a prismaflex m150 set during continuous renal replacement therapy. There was no patient injury and report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.